Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support, however, customer declined to complete the check customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.